Event description:
This is a spontaneous case report received from a consumer of unspecified age via regulatory authority (case# mw5059642) in united states on (B)(6) 2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011. She reported she suffered many problems as result of essure; she had abdominal and vaginal pain, spotting, severe pelvic and back pain and many other side effects. She stated she had to have a hysterectomy and was able to get the coils removed; (B)(6) 2016 was reported as essure explant date. Concomitant medication reported: fluid pill. Follow-up received on 06-apr-2016: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Company causality comment: this non-medically confirmed, spontaneous case report; refers to a female consumer who had severe pelvic pain after essure (fallopian tube occlusion insert) insertion. She was submitted to a hysterectomy with removal of essure devices (almost 5 years after essure insertion). The reported event is listed according to essure's reference safety information. During and after essure insertion, pelvic pain may occur. In this case, considering event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was considered an incident, since device removal was required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. No follow-up will be possible, due to lack of consumer's contact details.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.